Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A visual inspection of a photographic sample was performed; the reported problem of a rupture could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one infusor elastomeric device was observed with a ruptured bladder. According to the report, the customer stated that they observed this rupture during use on a patient, resulting in 6ml of fluid leaking into the casing. This device was filled with fluorouracil and saline. The reporter stated that there was no patient injury or medical intervention associated with this occurrence. No additional information is available.